Manufacturer narrative:
Additional information: b5, g3, h6 (removed f08). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day post-operative of a laparoscopic right hemicolectomy where bowel continuity reconstruction was performed as usual with a semi-mechanical ileocolic anastomosis using a 45mm reload on (B)(6) 2026, the patient underwent an emergency supra-subumbilical median laparotomy for diffuse peritonitis. A diffuse peritoneal contamination of dark bile fluid was observed in all four quadrants leaking from the recently performed anastomosis. On the posterior wall of the ileocolic anastomosis, near the proximal portion of the mechanical suture to the enterotomies, there is a dehiscence of approximately 1 cm with clear linear margins. Suturing was done as a staple line reinforcement to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter one day post-operative of a laparoscopic right hemicolectomy where bowel continuity reconstruction was performed as usual with a semi-mechanical ileocolic anastomosis using a 45mm reload on (B)(6) 2026, the patient underwent an emergency supra-subumbilical median laparotomy for diffuse peritonitis. A diffuse peritoneal contamination of dark bile fluid was observed in all four quadrants leaking from the recently performed anastomosis. On the posterior wall of the ileocolic anastomosis, near the proximal portion of the mechanical suture to the enterotomies, there is a dehiscence of approximately 1 cm with clear linear margins. Suturing was done as a staple line reinforcement to resolve the issue. The patient¿s hospitalization was extended.